Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Reportedly the customer is wearing the cartridge for longer than 72 hours, and using cold insulin. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 72 hours. And using cold insulin, is off label per the user guide. Customer changed the cartridge and resumed insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.